Event description:
The consumer used the product overnight to treat pulled muscles and hurt ribs in the area below her armpit. When she removed the patch in the morning, the patch pulled off skin in 3 places. She did not seek medical attention and self-treated the area with neosporin, but still has visible scars one month later. The consumer did not report any burns and feels the problem is related to the strength of the adhesive.

Manufacturer narrative:
The consumer may have used the product off-label by wearing it while sleeping. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was also not provided from the reporter and, therefore, we are unable to conduct any sort of trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.